Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck during a remote upgrade. There were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck after the remote upgrade to version 1.6.1 and had stopped functioning. The field service engineer (fse) replaced the hard drive and reloaded the software. The fse configured essential security against evolving threats, windows server update services, component manager, and credential manager. A synchronization with the server was performed. The station was verified to be online, had no failures, and could be accessed remotely. The system functioned as intended after field service engineer repaired the device.